Manufacturer narrative:
(B)(4) date sent: 12/29/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 288d29 and 279d07 e1: unk reporter first name. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the halves mixed and with the anvil partially detached on the distal end and the anvil post on this area appears to be damaged as if the anvil was pulled out of the device. No reload was received. The device was tested for functionality with the test reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch numbers 288d29 and 279d07, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about the device quality issue. Did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partial fire)? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Was there a patient consequence? If yes, how was the issue addressed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, an unknown quality issue occurred. No further details were provided. No patient consequences reported.